Event description:
The rptr stated that rptr did meter to hcp meter comparison tests, back to back within 10-15 minutes, using separate finger sticks. Rptr's meter read 130 mg/dl, and rptr's dr's meter (type unknown) had readings of 147, 163 and 151 mg/dl. Rptr did not have any symptoms. The rptr stated that rptr never knew how to clean rptr's meter; lifescan rep gave rptr training. No harm was alleged.